Event description:
It was reported that signal loss occurred. The dexcom sensor was reportedly out of range on the tandem insulin pump. The patient alleged that because of this signal loss issue, his pump was unable to provide him proper amount of insulin. On his dexcom app, the cgm reading was high and the bg reading was 350 mg/dl. Despite self-treating with injecting insulin the cgm reading wasn´t decreasing. He and his wife went to the urgent care, the cgm reading at this point was still high, but there was no bg reading taken. From the urgent care, he taken to the hospital and was transferred to intensive care unit (ICU). At this point the cgm reading was high, and the bg reading was over 700 mg/dl. The patient was admitted to the ICU for 2 days, from (B)(6) 2024. The patient experienced high ketones and was diagnosed with diabetic ketoacidosis (dka). At the hospital the patient was treated with insulin IV. On (B)(6) 2024, he was sent to the regular ward and was still monitoring his bg. The patient was discharged on the (B)(6) 2024 and the bg reading was 102 mg/dl. At the time of the report the patient was feeling fine. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.